Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to double and triple counting in the secondary vector of what was most likely an atrial arrhythmia. It was noted that initial implant was difficult due to patient anatomy. X-rays were taken and showed that both the generator and electrode had migrated more superior within the patient's body. It was also noted that only the secondary vector passed optimization testing. Later, all sensing vectors produced small amplitude signals. The oversensing of these signals resulted in a single inappropriate shock. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to double and triple counting in the secondary vector of what was most likely an atrial arrhythmia. It was noted that initial implant was difficult due to patient anatomy. X-rays were taken and showed that both the generator and electrode had migrated more superior within the patient's body. It was also noted that only the secondary vector passed optimization testing. Later, all sensing vectors produced small amplitude signals. The oversensing of these signals resulted in a single inappropriate shock. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this device was explanted. The explanted device has been received by boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found tool marks on the proximal sensing electrode and bends at 25 and 95 mm from the terminal end. Skin erosion and device migration are known issues for implanted devices. Analysis of the returned product is not able to provide relevant information pertinent to these types of allegations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to double and triple counting in the secondary vector of what was most likely an atrial arrhythmia. It was noted that initial implant was difficult due to patient anatomy. X-rays were taken and showed that both the generator and electrode had migrated more superior within the patient's body. It was also noted that only the secondary vector passed optimization testing. Later, all sensing vectors produced small amplitude signals. The oversensing of these signals resulted in a single inappropriate shock. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this device was explanted. The explanted device has been received by boston scientific for further analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored untreated episode that was requested for review. Technical services (ts) reviewed device episode data and found that the episode was due to double and triple counting in the secondary vector of what was most likely an atrial arrhythmia. It was noted that initial implant was difficult due to patient anatomy. X-rays were taken and showed that both the generator and electrode had migrated more superior within the patient's body. It was also noted that only the secondary vector passed optimization testing. Later, all sensing vectors produced small amplitude signals. The oversensing of these signals resulted in a single inappropriate shock. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this device was explanted. The explanted device has been received by boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon medical review, it was determined that the device code positioning problem better fits the event description over difficult to insert. No new information was received. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.